Manufacturer narrative:
(B)(4). The customer returned a white (proximal) luer hub attached to a 4-way stopcock. The remainder of the catheter was not returned. Microscopic examination of the luer hub showed that the extension line had been torn off less than 0.5 mm inside the entrance to the hub. A dental probe was used to measure how far the extension line was inserted into the luer hub during molding. The distance from the entrance to the luer hub to the proximal end of the extension line extrusion measured approximately 12.5 mm. This was consistent with the distance shown on graphic cz-14502-001 rev. 5, indicating that during molding the extension line was inserted into the hub the proper depth. A review of the device history records for the catheter did not reveal any manufacturing related issues. The report that the luer hub detached during use was confirmed through examination of the returned sample. The extension tubing tore off just inside the proximal luer hub. Based on the appearance of the luer hub and the report that the event occurred during use , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the injection hub for one extension line was detached during use. The catheter was used as it is. No patient injury reported.

Manufacturer narrative:
(B)(4). This device is not sold in the us. A similar device is sold in the us.

Event description:
The customer alleges that the injection hub for one extension line was detached during use. The catheter was used as it is. No patient injury reported.